Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of loosening, osteolysis, and polyethylene wear as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and an insufficient bond between the implant and the bone. The extent and root cause of the reported polyethylene wear and osteolysis cannot be confirmed as the device(s) were not returned for evaluation and pre-revision radiographs, photographs, and operative notes were not provided.

Event description:
It was reported via a legal notification, that a male patient, who had an initial right total knee replacement on (B)(6), 2013, and was implanted with optetrak logic devices, underwent a revision procedure on (B)(6), 2019, approximately 6 years post the initial procedure. Following a period of post-implantation recovery, and for years after the replacement surgery, the patient¿s knee device performed as expected. The patient underwent revision of the right knee devices, secondary to complete polyethylene liner wear resulting in aseptic loosening with massive soft tissue damage and osteolysis requiring significant bone grafting and augmented revision components. Additionally, the legal brief indicates that despite undergoing the revision surgeries, the patient experiences daily knee pain and discomfort which limit their activities of daily living and recreation and impacts their quality of life. The patient has suffered and continues to suffer permanent, and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection; and other injuries presently undiagnosed, which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to additional revision surgeries; cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patello femoral, semi-constrained, cemented, polymer/metal/polymer concomitant medical products: (B)(4) 02-010-03-0340 - logic cr femoral cem, right, sz 4; (B)(4) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(4) 200-02-38 - three peg patella 38mm additional information, including the product investigation, will be submitted within 30 days of receipt.